Manufacturer narrative:
A. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: l-evolutfx-34; lot: 0013151971; product type: 0195-heart valves; implant date: not implantable medtronic product ID: d-evolutfx-34; lot: 0012779397; product type: 0195-heart valves; implant date: not implantable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, during preparation for a transcatheter aortic bioprosthetic valve (tav) implant procedure, the tav was loaded into the delivery catheter system (dcs) without issue; fluoroscopic inspection was performed and confirmed a good load. It was noted, the patient had nodular calcium and tortuous femoral access. The system was inserted into the patient and advanced to the heart. The dcs was positioned within the aortic annulus and deployed the tav to node 4-5 of the tav frame. The dcs recaptured the tav for repositioning. On the second deployment, a "long" infold was noticed along "most of the entire length" of the tav frame. The tav was recaptured into the dcs and the system was withdrawn from the patient. Subsequently, a new valve, dcs, and loading system were used for the procedure without issue. No patient complications were reported as a result of this event.